Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced hyperglycemia and the infusion set cannula was crimped. The customer¿s blood glucose 400 mg/dl. The customer performed troubleshooting for bent cannula. The customer reported that the insulin pump received insulin flow block alarm. The device will not be returned for analysis.